Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific crm received information that the patient with this pacemaker and right ventricular lead presented to the emergency room with chest swelling on his left side. Upon testing, loss of capture was noted and exit block was suspected. A chest x-ray was obtained and the lead had not dislodged. The pacemaker was programmed to aai mode since the patient had good conduction. No adverse patient effects were reported.

Event description:
Our company received additional information ten months later that this device was explanted and replaced during a lead revision procedure. The device was returned for analysis.

Manufacturer narrative:
The pacemaker and lead remain implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.